Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse discovered the foley catheter slipped out of the patient and the balloon was deflated. Post incident on 25jan2023, the ward nursing officer inflated 10 mls of air to test the balloon of the urinary catheter and there was no leakage found. The ward nursing officer retested again on 26jan2023 and observed that the balloon looked smaller compared to the previous day, despite inflating 10mls of air. The ward nursing officer suspected possible internal leakage of the urinary catheter. The user was exposed to hazardous blood or body fluids and the detailed exposure was urine. It was unknown what medical intervention was provided. Per follow-up information received from ibc on 03apr2023, stated that the option for user was exposed to hazardous blood or body fluids and the detailed exposure was urine in the source document was selected by representative because possible urine leaked from the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse discovered the foley catheter slipped out of the patient and the balloon was deflated. Post incident on (B)(6) 2023, the ward nursing officer inflated 10 mls of air to test the balloon of the urinary catheter and there was no leakage found. The ward nursing officer retested again on (B)(6) 2023 and observed that the balloon looked smaller compared to the previous day, despite inflating 10mls of air. The ward nursing officer suspected possible internal leakage of the urinary catheter. The user was exposed to hazardous blood or body fluids and the detailed exposure was urine.